Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. According to the complaint, on (B)(6) 2013, the y-connector unscrewed causing the j-tube to detach. The y-port was reinserted, and the j-tube was repositioned this resolve the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unchanged.

Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. According to the complaint, on (B)(6) 2013, the y-connector unscrewed causing the j-tube to detach. The y-port was reinserted, and the j-tube was repositioned this resolve the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unchanged.

Manufacturer narrative:
Product (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of y-connector unscrewed. The complainant indicated that the device will not be returned for evaluation as it is still implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.